Event description:
It was reported that the wire was difficult to remove. During the procedure, this amplatz super stiff wire was difficult to remove. The wire was removed from the patient and the procedure was completed using another amplatz without sequelae.

Manufacturer narrative:
Device eval by manufacturer: this amplatz super stiff wire was returned for analysis. Visual inspection was performed and revealed the no damages or anomalies.

Event description:
It was reported that the wire was difficult to remove. During the procedure, this amplatz super stiff wire was difficult to remove. The wire was removed from the patient and the procedure was completed using another amplatz without sequelae.